Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. All operating currents are within specification. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 322 mg/dl. Customer stated that there is little scratch on the screen. Customer has fallen a couple times and does see a scratch on the screen. The customer was able to perform self-test and test passed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.